Event description:
On (B)(6) 2024, a 3.2 mm drill bit became jammed in the chuck of a flexible drill shaft ic after a surgery. The drill could only be removed from the drill shaft with increased force and the aid of forceps. The incident occurred after a successful surgery when the theatre was being tidied up and the instrument connections should be disconnected.

Manufacturer narrative:
On (B)(6) 2024, a 3.2 mm drill bit became jammed in the chuck of a flexible drill shaft ic after a surgery. The drill could only be removed from the drill shaft with increased force and the aid of forceps. The incident occurred after a successful surgery when the theatre was being tidied up and the instrument connections should be disconnected. The rejected product was available for analysis. The functional test revealed that the technical problem reported by the customer could not be reproduced. The drills could be inserted into and removed from the drill chuck without any problems. As the problem described by the customer only occurred after the surgery when cleaning up the surgery room, it can be assumed that coagulated blood had clogged the fine mechanics of the drill chuck. The visual inspection also revealed that the flexible segment of the drill shaft was slightly deformed. A microscopic examination revealed hairline cracks at both ends inside the spiral. From the description of the event, there are no indications that could explain the cause of the deformation and the hairline cracks on the flexible segment. It could be that the drill bit suddenly jammed during drilling for an unexplained reason, but the drill shaft probably continued to rotate for a short moment and was deformed as a result. The stress caused by the bending was probably so high that it led to consequential damage in the form of hairline cracks. A possible cause for the jamming of the drill could have been an unintentional handling error, but the nature of the bone could also have had an influence, although neither was specified. The surgeon is trained in surgical technique. After a review of the product and manufacturing documentation, a technical cause that could be traced back to manufacturing problems can be ruled out. The surgical techniques have been checked in terms of content, no errors could be found.